Event description:
Event: patient reported changes to their medical diagnosis of congestive heart failure. Freq: inject content of one syringe intra-articularly into each knee once weekly for three weeks. Freq: inject content of one syringe intra-articularly into each knee once weekly for three weeks. Prescriber contact information: (B)(6). Phone: (B)(6). Fax:(B)(6).